Event description:
This is an international report where the home patient (hp) experienced a connection issue that led to the damage of a baxter uv flash solution transfer set. It was reported that the connection problem occurred between the solution transfer set and the dialysis bag through a uv flash machine. The hp went to the hospital and it was observed that the spike line was damaged and could not be connected to a new bag. The patient line has been replaced with a new one. The uv flash has been checked by the nurse and it was found that the door was blocked in the connection position and did not turn to the initial position. The nurse unlocked the machine by replacing the door in the initial position. According to the reporter, the patient was hospitalized in order to replace the transfer set and returned home the next day. A patient is involved but no clinical consequences were reported.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. The assignable cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.